Event description:
Complainant alleged that the clinician was attempting to cardiovert a patient (age and gender unknown), but the device displayed a "check pads" message and did not discharge. During the clinician's check of all connections, the stat pad multi-function electrode's wire fell out of the connector that mates with the device. The clinician immediately switched to the device paddles and successfully cardioverted the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.